Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the unit is not priming and has error system 33. Upon triage, service found the unit had a blank screen; when the unit is powered on the screen is white.¿ the unit was triaged and the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on 3/9/2018, service found the unit had a blank screen; when the unit is powered on the screen is white.